Event description:
Acct reports three incidents in which when inserting the leverlock into the y-site, the septum on the y-site inverted and pushed into the hub of the y-site. States the first time the injection site was accessed with an abbott product and second and third time accessed with bd. 10/7/99 states had one more incident yesterday. Samples available. No injury to pt occurred. States inversion is not noticed immediately, rn inserts leverlock, attaches ivpb and then when checked later, notes that the pt's bed is wet due to leaking from the y-site. States they use the extension set because the hosp has standardized their IV tubing to "olarus" tubing and it is not long enough and does not have enough ports for surgery to use. Therefore they attach the extension set. State there are no stopcocks in the line.